Manufacturer narrative:
Additional product code hwc. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during open reduction internal fixation of the hand, the five (5) variable angle locking screws would not lock in the variable angle strut plate. The surgeon then had to remove the plate and choose a different plate to complete the surgery. The two (2) screws which the variable angle locking screws were tried in the same compromised hole of variable angle strut plate. While, the three (3) other screws were wasted after the surgeon requested new screws for the new plate. The surgeon felt the screw heads were compromised and did not want to damage the new plate. There was a surgical delay of ten (10) minutes. Procedure was successfully completed. Patient status and outcome were successful after an alternative plate was used. This complaint involves six (6) devices. This is report 5 of 6 for (B)(4).